Event description:
Additional information received (B)(6) 2019: "the patient was on eloquist and aspirin for history of pe and dvt. She presented with bright red blood in the urine so they wished to transition her off of anticoagulants. The dictation states that removal in 4 weeks was discussed but permanent filtration may be appropriate for this patient. I don¿t believe there was any penetration or injury to the caval wall".

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: when physician tried to resheath the filter it somehow deployed and was released inside the sheath. The physician had to remove everything with the legs exposed. No patient complication reported. Jugular introducer, introducer sheath, tulip filter, three-way stopcock and an unknown retrieval system was provided for product evaluation. The jugular introducer was curved and had a kink; the red safety button was not pushed down. The unknown retrieval system was loaded in the introducer sheath. Filter was placed in introducer sheath. Blood/biological matter was present. Per the product evaluation, the likely cause for the filter to detach under repositioning is unknown, but by use of excessive force and a tortuous anatomy the filter can be released. Review of device history record showed no evidence to suggest that the device was not manufactured according to specification. According to instruction for use do not exert excessive force to advance the filter through the delivery system. Based on the provided information and product evaluation a likely cause is that excessive force has contributed to the event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: lead tech. PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "physician was going in jugular to deploy the filter, didn't like the placement so wanted to resheath the filter. He was having trouble resheathing; at that point, the filter somehow deployed and was released within the sheath. They were able to snare filter but couldn't get it all back in to the sheath, so had to remove everything with the legs exposed. No complications." Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.